Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin deliveries were terminated; cause was not known. Pump history was reviewed and no alarms were found to have caused the issue. Customer's blood glucose level was 331 mg/dl. Supplies were changed and customer resumed insulin delivery.